Manufacturer narrative:
Device not accessible for testing: the in-house biomed could only reproduce the issue by inducing it, the biomed stated he saw no faults logged indicating an issue. No request for service is being made. Acquiring more info from customer in regards to any type of repair and status of the iabp unit. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical ctr. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming with an iab disconnected alarm. The unit was on semi-auto mode and the trigger was being switched from bp to ECG. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information: e1(event site telephone:(B)(6).